Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 7.7mmol/l. The customer was unable to clear the preparing to prime message on the pump. Customer is not seeing any numbers of units but is seeing insulin exiting tubing. The customer was unable to check alarm history and stated there is no alarm before trying to prime. Customer was advised to hold down the act button and did not receive 2nd series of beeps and did not see number appear on display. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.